Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
Information received from a literature article "percutaneous closure of intra-mitraclip leak" states that on an unknown date, a 18mm amplatzer vascular plug ii was selected to close an intra-mitraclip defect. The device was reported to be unsuccessful in reducing the regurgitant jet between 2 mitraclip devices. An 8mm amplatzer septal occluder (aso) was used and was able to reduce the jet to mild. The patient's symptoms of mitral regurgitation improved; however, he developed severe hemolysis. The aso was removed from the patient using a snare.

Manufacturer narrative:
An event of hemolysis was reported following off-label implant of the device to close an intra-mitraclip defect. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from a literature article "percutaneous closure of intra-mitraclip leak" states that on an unknown date, a 18mm amplatzer vascular plug ii was selected to close an intra-mitraclip defect. The device was reported to be unsuccessful in reducing the regurgitant jet between 2 mitraclip devices. An 8mm amplatzer septal occluder (aso) was used and was able to reduce the jet to mild. The patient's symptoms of mitral regurgitation improved; however, he developed severe hemolysis. The aso was removed from the patient using a snare.